Event description:
1 day prior to event date: pts sponse concerned with their wt loss of 4#. 4 days after event date: possible under infusion of pts tpn and hyo therapies noted. 10 days after event date: md has increased amino acids & dextrose conc's to counteract wt. 11 days after event date: pt's spouse is physically measuring residuals of both tpn/hyo-tpn residuals up to 600ml yet pump slows correct amount infused.